Event description:
Complainant alleged that during biomedical testing, device had an intermittent display on power up. The complainant indicated there was no pt involvement in the reported malfunction.